Manufacturer narrative:
Block b3: date approximate additional suspect medical device component involved in the event: brand name: artisan? Upn: m365sc8216500 model: sc-8216-50 serial: (B)(6). Batch: 7077340 upn: (B)(4). Brand name: artisan? Upn: m365sc8216700 model: sc-8216-70 serial: (B)(6) batch: 7075413 upn: (B)(4).

Event description:
It was reported that following an elective spinal cord stimulation (scs) system replacement the patient experienced a fever and also redness at the implantable pulse generator (ipg) site. The physician assessed that the patient had a possible infection which had not improved with antibiotics. As a result, the patient underwent a wound revision procedure, and two days later the patient was hospitalized and underwent an explant of the entire scs system. The physician does not know if the infection was device or procedure related. Nothing occurred during the recent procedure that may have caused or contributed to the infection. It is believed that this pathogen may be related to implantable materials (devices and prostheses). The patients health is not critical, however the wounds have not fully healed because the infection remains active, therefore the patient continues to be hospitalized. The physician will administer a different type of antibiotics. The explanted devices will not be returned as they are contaminated.